Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received several alarms and then the screen went blank. Customer stated that the insulin pump rebooted itself and the insulin pump did not state any type of alarms. No alarms were noted in the alarm history. Customer's blood glucose reading at the time of the call was 230 mg/dl and has treated. Customer declined any troubleshooting. No further information reported.